Event description:
It was reported that during a hand assisted colectomy for diverticulitis procedure, surgeon fired the device, but acknowledges that he did not feel, nor hear crunch. Anastamosis was incomplete, with all staples unformed in u shape. Purse string was done with ethicon reusable clamp device. He resected more of the rectal stump and placed another purse string, using ethicon purse string device. He fired the device again, this time making sure to fire completely, hearing and feeling the crunch. While performing a leak test by introducing air into the rectum, he noticed a large air leak posterior ally. He again placed a purse string (ethicon device) and resected the rectal stump using echelon 60 with a green load. He fired a third device, again hearing and feeling the crunch. During leak test, he noticed a small number of bubbles. He oversewed the anastomosis, repeated the leak test with no leak detected. Patient was doing fine two days post-op; passing gas.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.